Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. As a result, the ¿patient was unable to disconnect the patient line (from the apd machine) from the transfer set this morning, as the dark blue part of the transfer set remained attached to the line and was getting pulled out of the pale blue part¿. The patient cut the patient line of the cassette inorder to be able to go to the unit for a transfer set change. This was observed during use for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.